Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found no damage. A force sensor error was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the plunger claw's position was the root cause. The plunger was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a system failure during force sensor test. There was unknown patient involvement.